Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device did not display the ECG in leads 1 or 2. In addition, the complainant indicated that the ECG was not displayed in electrodes mode. The complainant indicated that there was no pt involvement in the reported malfunction.